Event description:
During the surgical case, the tip of the resectoscope came off in the patient's bladder while in use. The surgeon was able to remove the tip from the bladder and continue the case. No adverse outcome. Diagnosis or reason for use: transitional cell carcinoma of the bladder, elevated psa.